Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced difficulty with electrode insertion during implant surgery and the electrode array was not in the cochlea. The recipient underwent revision surgery to reinsert the electrode array. The recipient is healing well with no further concerns.